Event description:
While prepping a patient for surgery, a surgical technician grabbed the handpiece to plug it in and the handpiece burned the technician's hand.what was the original intended procedure?left knee acl reconstruction and meniscectomy.device #1is this a laboratory device or laboratory test?no.